Event description:
Terumo medical corporation received the reported information. Following the completion of the coronary intervention procedure, an 8f angio-seal closure device was selected. The operator assembled the sheath and dilator, then advanced the sheath into the puncture site over the device's integrated guidewire. When blood was observed jetting from the bleeding hole, the sheath was withdrawn to a non-bleeding position and re-advanced to the point of initial bleeding. After confirming the position, the dilator and guidewire were removed together. During attempts to insert the main body into the sheath, the device became stuck, preventing proper engagement between the locator sheath and main body. The sheath was subsequently withdrawn, and a new angio-seal was used for hemostasis. No blood loss was reported.

Manufacturer narrative:
. E3: occupation: unknown health care provider the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 31aug2025: the slight deformation was observed at the tip of device after several insertion attempts. The sheath size was 7 french. A pre-deployment angiogram was performed. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, d9, and h6: medical device problem code.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned sample included the header bag and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in forward lock position, and the anchor deployed from the tip. The bypass tube was also noted to be near the base of the carrier tube. The complaint could be confirmed for assembly difficulty of the sheath and carrier tube. The exact root cause could not be determined. The likely cause was determined to have been a kink in the sheath preventing proper mating of the sheath and carrier tube. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).